Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regt3376 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported, ¿while inserting single lumen PICC line, met resistance. Patient had right sided port a cath. Several times pulling back PICC and advancing to get past resistance. 3 cg wire inspected and found to be sharply kinked and integrity too compromised to continue to use. 3cg wire removed from procedure and obtained a new wire from new kit to complete procedure. Comment: no harm to patient."

Event description:
It was reported, ¿while inserting single lumen PICC line, met resistance. Patient had right sided port a cath. Several times pulling back PICC and advancing to get past resistance. 3 cg wire inspected and found to be sharply kinked and integrity too compromised to continue to use. 3cg wire removed from procedure and obtained a new wire from new kit to complete procedure. Comment: no harm to patient."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: sample analysis, patient severity, applicable previous investigation(s), complaint and lot history review, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kink is confirmed; however, the exact cause is unknown. One 3cg stylet was returned for evaluation. An initial visual observation showed some use residue on the returned sample. A kink was observed in the distal end of the stylet approximately 5.2 cm proximal to the distal tip. No breaks were observed in the core wire of the stylet and the distal tip was found to be present and intact. A microscopic observation revealed the kink in the tubing of the stylet was between the interfacing of two magnets, and no breaks or tears were observed in the tubing at the distal end of the stylet. Insufficient evidence was found on the returned sample to indicate a specific root cause of the bends in the returned stylet; however, possible contributing factors include advancement of the stylet against resistance and damage during manipulation, handling, or use. H3 other text : evaluation findings are in section h.11.